Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400688818. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: infusion run in over 1 hour, rather than over 3 hours. Infusion of 530 milliliters (mls) set up to run over 3 hours, at a rate of 176 milliliters and hour (mls/hr), but infused in the space of 1 hour. No patient complications were reported as a result of this event.